Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was broken. The following was translated from japanese to english: the customer reported that the joint between the hub and the catheter was broken. After catheter placement, the hub and catheter junction broke when the patient removed the catheter. The remaining catheter portion was also removed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one physical sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the catheter tubing was observed to be separated from the catheter adapter, verifying the reported incident. There was no other damage or defect observed to indicate the cause of the separation. Manufacturing controls are in place to detect this type of issue. As the lot involved in the incident is unknown, a device history review cannot be performed. Based on the available information, a definitive root cause cannot be established at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
The customer reported that the joint between the hub and the catheter was broken. After catheter placement, the hub and catheter junction broke when the patient removed the catheter. The remaining catheter portion was also removed.